Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 2.0mm x 220mm x 150cm, mr coyote¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Returned product consisted of a coyote catheter. The balloon was loosely folded. There was contrast and blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. Functional testing using a inflation device filled with water was used to inflate the balloon to the rated burst pressure and a pinhole was identified in the shaft of the catheter. The shaft was kinked at the proximal marker band. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The reported balloon burst was not confirmed. Because there was no evidence of any product quality deficiencies, it was considered likely that the kink and the pinhole in the hypotube were attributable to procedural factors. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 2.0mm x 220mm x 150cm, mr coyote¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.